Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. This complaint was confirmed in the lab to have a bent spike tip. The root cause is undetermined. In this case the defect was observed directly after clean flash usage. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was requested. If the device is returned for evaluation then a follow-up will be submitted.

Event description:
The spike of the uv flash transfer set bent due to misspike by clean flash. (B)(4). There was no patient injury or medical intervention.